Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the issue was being caused by a faulty interconnect cable. The part was replaced which resolved the issue. The replaced cable was sent to the manufacturer for part analysis. The case part findings have not been reported. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the imaging system was displaying a framerate error. No patient was present during the time of the reported incident.

Manufacturer narrative:
The analysis of the interface (umbilical) cable was completed by medtronic personnel. Testing found an open on the cable between two pins.